Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. Moisture damage was found on the display board. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the pump was dropped in a river. His blood glucose level was 247 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.